Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:04 (ce response timeout) error was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a defective pic 16 wire harness. The event log review indicated a tcmid:04 error, confirming the reported complaint. The thermogard xp ivtm system displayed a tcmid:04 error during the functional testing, confirming the reported complaint. The pic 16 wire harness assembly was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6)).

Event description:
The customer reported that when powering on the thermogard xp ivtm system (sn (B)(6)), it doesn't complete the self-test and shows tcmid:04 (ce response timeout) instead. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.